Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) occurred during dwell 1 was confirmed and cause is due to use error. Per the complaint information the cause of the se 2240 is due to the patient having a clamp open on an unused supply line. No issues identified with the product labeling that would contribute to the reported problem. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240 (air in set) during dwell 1 on the home choice (hc). The technical service representative (tsr) instructed the hp to cycle the power on the hc and proceeded to press go to start. The tsr had the hp review the therapy log and the log displayed system error 2240. The hp stated that the supply line clamp was open during dwell 1. The tsr informed the hp to start over with all new supplies. Product surveillance (ps) contacted the peritoneal dialysis nurse (pdrn) on (B)(6) 2011 regarding the system error 2240 alarm. Per the pd rn, she was not aware of the alarm and had talked to the home patient (hp) a couple of times since the alarm. Ps advised the pd rn that the supply line clamp was left open and was probably the reason for the alarm. The pd rn stated the hp was currently using the cycler for therapy. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.